Event description:
The customer reported that the monitor hangs up at times. No pt harm was reported.

Manufacturer narrative:
(B)(4). The user may possibly not know if the info displayed is up to date. A philips field service engineer went onsite and replaced the main board to resolve the issue. There have been no add'l similar calls from this customer. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. The monitor is in use at customer's site, and no further investigation or action is warranted.